Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred 1-2 months prior to contacting lfs. The patient reported using a combination of medications including metformin 500mg twice a day, actos 15mg daily and levemir 50 units per day. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2013 at approximately 8pm she was taken to the hospital. The patient reported readings of "284-413mg/dl" were obtained while she was in the hospital during (B)(6) 2013 at 12pm. The patient reported she was tread with insulin while she was in the hospital. It is unclear what prompted the patient to go to the hospital. During the time of troubleshooting, the cca confirmed the battery needed to be replace and there was no misuse of the subject meter. The patient's test strips were not counterfeit. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she was unable to test and therefore required treatment from a health care professional. This incident description contains information from related (B)(4).

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.